Manufacturer narrative:
H.6. Investigation summary: catalog 442022. Batch no. Unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required.

Event description:
It was reported that during use with the bd bactec¿ plus anaerobic/f culture vials (plastic), a molecular false positive result for candida tropicalis was obtained. The false result did not affect patient treatment. The following information was provided by the initial reporter: the anaerobic bottle gram stain showed gram positive cocci pairs and gram-negative rods. Bcid2 panel detected: enterococcus faecalis, klebsiella pneumoniae group, proteus species and bacteroides fragilis, and candida tropicalis. The repeat detected all the previous organisms, exception no candida tropicalis. No harm was done to patient. Reported to physicians: enterococcus faecalis, klebsiella pneumoniae, proteus mirabilis and bacteroides fragilis.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bactec¿ plus anaerobic/f culture vials (plastic), a molecular false positive result for candida tropicalis was obtained. The false result did not affect patient treatment. The following information was provided by the initial reporter: the anaerobic bottle gram stain showed gram positive cocci pairs and gram-negative rods. Bcid2 panel detected: enterococcus faecalis, klebsiella pneumoniae group, proteus species and bacteroides fragilis, and candida tropicalis. The repeat detected all the previous organisms, exception no candida tropicalis. No harm was done to patient. Reported to physicians: enterococcus faecalis, klebsiella pneumoniae, proteus mirabilis and bacteroides fragilis.